Event description:
It was reported that the insulin pump alarmed failed battery test. Customer stated that low battery alert was received prior to the failed battery test alarm. The batteries were changed 2 or 3 weeks ago. The battery indicator did show less than 2 bars. It was also reported that the screen on the insulin pump had a crack and scratches. Customer stated that the battery cap and compartment did not have corrosion or damage. Customer did not have a battery to test and did not find any batteries to purchase at the local stores. Batteries will be sent. Customer did not want the insulin pump to be replaced for damage. Blood glucose value is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.